Event description:
While I was on flight from (B)(6), I experienced a magnetic force so intense and horribly scary, which lasted for about 10 minutes. It was as my boston scientific, spinal cord stimulator was suddenly turned on to its highest program, which is impossible as it takes a few steps to achieve this. My body was tense and spastic and I couldn't move, and tears fell down my face as I thought I was going to die. It was horrible. And now, I can't get anyone from boston scientific to give me an answer. Pt code: 1966, 1968, 2329. Device code: 1557. Reference report: mw5174215.